Manufacturer narrative:
(B)(4). A device history record review was performed on the snaplock adapter and epidural catheter with no relevant findings. A corrective action is not required at this time as a potential cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the snaplock adapter and epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the catheter disconnecting from the snaplock adapter could not be determined based upon the information provided and without a sample.

Event description:
Reported event: it was reported that the connector loosens time after time at the catheter end. The catheter was replaced. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: it was reported that the connector loosens time after time at the catheter end. The catheter was replaced. The patient's condition was reported as fine.